Manufacturer narrative:
Pump received with a constant blank steady white light on the display due to cracked lcd glass.

Event description:
The customer reported via phone call that the screen had white stripes and dark stripes and also notice the circle in the middle there was a crack on it. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed for damage and noticed the reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.